Event description:
It was reported that the set screw was unable to be removed from the device during a routine device replacement procedure. After applying several different wrenches, the set screw was able to be removed. A replacement device was implanted successfully to resolve the event. The patient was in stable condition.